Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mer960, 8805w and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was broken during continuous suturing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened overwrap packet, an empty labeled winding former and a needle-suture in two sections of product code 8805, lot mer960 were returned for analysis. The product code is double armed. During the visual inspection of sample (two needle/suture pieces), the swage and attachment area were noted to be as expected, and the end of the suture pieces were observed cut appears to be by use of a surgical instrument. In addition, a suture piece present damaged (dent) on the strand. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, was suggests an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.